Event description:
It was reported the pt experienced ineffective stimulation coverage. A full parameter diagnostic indicated all contacts had invalid impedance values. The pt underwent surgical intervention to explant and replace the system lead. No pt complications were reported. The issue has been resolved.

Manufacturer narrative:
Eval: results: as rec'd, the returned lead had a kink with all wires broken approx 15cm from the stimulation end. As there was no breach of the outer tubing of the lead, the damage is consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.